Event description:
I had mentor saline implants put in, in 2005. My health took a gradual yet significant downhill spiral from then on. I have severe joint pains and chronic inflammation, worse in the back. I have severe "brain fog", insomnia, severe fatigue, and skin issues. My quality of life isn't worth a darn. I'm hoping to get implants removed as soon as possible. My ailments have been so severe in the 12 years since I got the implants that I have tried dozens of doctors, medical treatment and different treatments to try and find relief. But I believe the only hope I have to improve will start with removal of these toxic implant bags in me. Thank you for your time.